Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported false air in line alarm, which was no reproduced. The confirmed alarm was found to be caused by a failed upstream sensor through a review of a data available in the biomedical options. The failed upstream sensor was replaced.